Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Removal of a loose anchor performed on (B)(6) 2015 by dr (B)(6) at (B)(6), surgeon noted, soft bone. Repair was not compromised. Primary: rotator cuff repair performed on (B)(6) 2014 by the same surgeon, hospital unknown.

Manufacturer narrative:
The complaint device was received and reviewed with an npd engineer. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. Since this product works by expanding below the cortical layer to provide fixation this broken piece combined with possible soft bone quality and a thin cortical layer most likely lead to the post-operative pull out of the anchor. Moreover, the description did not say any of these events occurred but over tensioning or any difficulty removing the gun from the inserter could also reduce the fixation strength in softer bone. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate for this failure mode, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Removal of a loose anchor performed on (B)(6) 2015 by dr .(B)(6), surgeon noted, soft bone. Repair was not compromised. Primary: rotator cuff repair performed on (B)(6) 2014 by the same surgeon, hospital unknown.

Manufacturer narrative:
The complaint device was received and inspected. The anchor was received but the rest of the inserter was not sent back for evaluation. The anchor, along with the distal tip of the inserter which holds the anchor, is completely broken off. Per IFU, when this device is used in hard bone, an awl should be used to prep the bone hole prior to inserting the anchor. From past investigations, it was noted that using this device directly in hard bone would require excess force causing the inserter to bend and break. The returned anchor indicates the above cause may have contributed to the failure however, it cannot be confirmed as the bone quality of the patient is unknown. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Removal of a loose anchor performed on (B)(6) 2015 by dr (B)(6) at (B)(6), surgeon noted, soft bone. Repair was not compromised. Primary: rotator cuff repair performed (B)(6) 2014 by the same surgeon, hospital unknown.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
Removal of a loose anchor performed on (B)(6) 2015 by dr (B)(6) at (B)(6), surgeon noted, soft bone. Repair was not compromised. Primary: rotator cuff repair performed on (B)(6) 2014 by the same surgeon, hospital unknown.